Manufacturer narrative:
An investigation is in progress for lens tears under iaca #: (B)(4).

Event description:
A cc4204bf model lens was torn by th eplunger as it was advancing through the cartridge. The lens touched the patient's eye but was not implanted. There was no patient injury or event.